Manufacturer narrative:
P-cap / reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Unit alarmed pump error 63 during self test and pump trace download confirmed pump error 63 variable 3, (B)(6) 2021 at 10:17pm. Pump error 63 was due to broken trace u1 (B)(4). Unit passed the displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had received a hardware low level failure error alarm. Customer stated they ran self test and got a white screen and insulin pump went haywire. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.